Event description:
It was reported that during the procedure to treat target lesions in the heavily calcified circumflex (cx) artery and the obtuse marginal artery, the physician used a trek dilatation catheter to perform pre-dilatation. The 2.5 x 23 mm xience v stent delivery system was then advanced into the patient anatomy to treat the lesion in the cx; however, due to the patient anatomy, the device was unable to cross to the target lesion and was removed without difficulty. When the stent delivery system was in the guide catheter, angiography noted that the stent had dislodged and remained in the left main. An nc trek dilatation catheter was then advanced and used to guide the dislodged stent into the cx artery. The nc trek dilatation catheter balloon was then expanded to crush the dislodged stent to the wall of the cx artery. The procedure continued with treatment of the target lesions. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.